Event description:
The line was placed in 2009. It was determined that a hemodialysis catheter would be a better fit for the pt. Upon removal of the hickman 7 fr d/l a hole/slit (half moon shape) was noticed 3 inches below the cuff. No pt harm indicated.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appears to be use related. A u-shaped break was found in the d/l tubing 3.0 inches distal to the cuff. The break is a typical characteristic off burst related damage. The catheter was apparently overpressurized. The section of tubing distal to the leak site was occluded with blood residue. No defects related to the manufacturing process were noted on the complaint sample. A chr was not completed since the lot information was not provided by the complainant.